Manufacturer narrative:
Trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings related that relate to the reported issue. Additional information has been requested, but not received. The intra-ocular lens (iol) remains implanted and thus is not available for return. Based on the available information, a root cause for the reported event could not be determined. The investigation is complete. If additional information becomes available, the investigation will be reopened.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed endophthalmitis two days post implant in the right eye. Allegedly, patient had what was described as spider webs, dots, and yellowish haze which impeded vision. Emergency doctor performed vitreous aspiration needle tap and administered intravitreal antibiotics with follow up to be performed. Treatment is being continued and symptoms have been improved, but are still present. Additional information has been requested, but has not yet been received.